Event description:
It was reported that this pacemaker exhibited far field oversensing and there was noise on the right atrial (ra) lead with isometrics. Far field oversensing and myopotential was noted with arm movements. Impedances and sensing were within normal limits when programmed in unipolar. The health care professional (hcp) programmed the device back to bipolar and there was no more far field oversensing or noise. All lead measurements were within range. The patient did not experience any symptoms. At this time, the device remains in service. No adverse patient effects were reported.